Event description:
During a laparoscopic assisted vaginal hysterectomy, the disposable reducer cap on 12mm trocar used for umbilical port became defective. At end of case during final inspection, the surgeon discovered the small cone-shaped valve piece in the patient's abdomen. It was removed without incident and with no harm to the patient.